Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter. No patient complications nor injuries were reported.